Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic area'), genital haemorrhage ('gen. Abnormal bleeding'), multiple sclerosis ('multiple sclerosis'), arthralgia ('pain in hip') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis. Concurrent conditions included morbid obesity, endometriosis, uterine bleeding, adenomyosis, paratubal cyst and gas pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy menstrual bleeding"), depression ("depression/psych injury") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia (seriousness criterion disability), ovulation pain ("painful ovulation"), headache ("headaches"), vaginal discharge ("vaginal discharge") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, ovulation pain, menorrhagia, tooth disorder, dysmenorrhoea, fatigue, alopecia, nausea, weight increased, abdominal pain and headache had resolved, the multiple sclerosis, arthralgia, vaginal haemorrhage, depression, vaginal discharge and uterine haemorrhage outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for arthralgia, genital haemorrhage, migraine, ovulation pain and pelvic pain with essure. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, fatigue, headache, menorrhagia, multiple sclerosis, nausea, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an injury (disability/ intervention required, hospitalization) was mentioned but not specified and /or assigned to one of the events discrepancy noted in essure implant date (B)(6) 2011. Received treatment for- pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, gen. Abnormal bleed, autoimmune disorder, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, cramping and heavy menstrual bleeding, ovulation pain. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received- new events added- vaginal discharge, abnormal uterine bleeding were added. Outcome of pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, gen. Abnormal bleed, fatigue, hair loss, dental problems, headaches, weight gain, was updated to recovered/resolved. Reporters information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082799) on 30-jan-2019.this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvic area"), genital haemorrhage ("heavy bleeding") and arthralgia ("pain in hip") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia (seriousness criterion disability), migraine ("migraines") and ovulation pain ("painful ovulation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, migraine and ovulation pain outcome was unknown. The reporter provided no causality assessment for arthralgia, genital haemorrhage, migraine, ovulation pain and pelvic pain with essure. The reporter commented: an injury (disability/ intervention required, hospitalization) was mentioned but not specified and /or assigned to one of the events.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082799) on 30-jan-2019. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic area'), genital haemorrhage ('heavy bleeding'), multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') and arthralgia ('pain in hip') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis. Concurrent conditions included morbid obesity, endometriosis, uterine bleeding, adenomyosis, paratubal cyst and gas pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and abdominal pain ("abdomen pain"). In (B)(6) 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia (seriousness criterion disability), ovulation pain ("painful ovulation") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, multiple sclerosis, arthralgia, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, fatigue, alopecia, depression, weight increased, abdominal pain and headache outcome was unknown, the migraine was resolving and the ovulation pain and nausea had resolved. The reporter provided no causality assessment for arthralgia, genital haemorrhage, migraine, ovulation pain and pelvic pain with essure. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, fatigue, headache, menorrhagia, multiple sclerosis, nausea, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an injury (disability/ intervention required, hospitalization) was mentioned but not specified and /or assigned to one of the events discrepancy noted in essure implant date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, cramping and heavy menstrual bleeding, ovulation pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune disorder type of disorder: multiple sclerosis, dental problems, dysmenorrhea (cramping), fatigue, hair loss, nausea, depression, weight gain and abdomen pain, headache. Medical history, concurrent condition were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.